Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the saw blade coupling was getting very hot and failed the frequency oscillation. It was further noted that the push-off ring and the guide sleeve were damaged, and the o-rings were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the saw blade coupling on the battery reciprocator device got very hot. It was further reported that the device failed frequency oscillation. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.